Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field notes >2500 ohms bipolar impedance and 302 ohms unipolar impedance in the ventricle. Unipolar r-waves were 5.7 mv to 6.8 mv. Bipolar r-waves were 2.0 mv - 2.54 mv at a previous check. A chest x-ray did not reveal any apparent problems with the lead. The device was programmed to the unipolar configuration and the patient will be monitored. The patient was not pacemaker dependent.